Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow-up report will be submitted. The plum a+3 pump is labeled, "caution: this device is to be used with an IV pole that has a 6-wheel base and shelf to hold the plum a+3."

Event description:
The customer contact reported the pump and IV stand fell over and came in bodily contact with the patient. The pump was attached to a 5-wheel IV stand. At an unspecified time, the pump and the IV stand fell over and came in contact with an unspecified area of the patient's body. The patient complained of shoulder pain. There were no reported adverse patient effects. No medical interventions were required. The pump and the IV stand remained in clinical use. Though requested, no additional information was provided.